Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery with every battery replacement. The customer's husband stated that the customer is a severe diabetic and just recently had a baby. He stated that they had already tried using a new battery cap and cleaned out the battery compartment. He stated that the insulin pump alarmed low battery every time they put a battery in. The insulin pump was not available for troubleshooting. He advised that he would have the customer call in order to troubleshoot the issue. The caller did not know the blood glucose reading. Nothing further reported.